Manufacturer narrative:
Follow-up from 21-jul-2016: there is no primary reporter contact information. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp abdominal pains that double her over. She had a hysterectomy and essure coils were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure and the pain experienced and also considering the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Additional non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No further information is expected.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2339) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pains that double me over") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), weight increased ("weight issues"), migraine ("daily migraines"), dysmenorrhoea ("severe cramping with periods"), adverse event ("the list goes on and on"), alopecia ("my hair stopped falling out") and asthenia ("lost energy"). The patient was treated with surgery. Essure was removed in 2015. At the time of the report, the abdominal pain, migraine, dysmenorrhoea and adverse event had not resolved, the anxiety, weight increased and alopecia had resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, anxiety, asthenia, dysmenorrhoea, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case become (potential) legal case. This is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp abdominal pains that double her over. She had a hysterectomy and essure coils were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure and the pain experienced and also considering the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Additional non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No further information is expected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 04-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains that double me over') in an adult female patient who had essure (batch no. Cs000e1, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "had a hard time inserting the coils". The patient's medical history included migraine, headache, depression, arthritis, hyperemesis, preterm labor, recurrent pregnancy loss, gastric disorder, yeast infection, candidiasis and adenomyosis. Previously administered products included for an unreported indication: implanon, cymbalta, lexapro and depoprovera. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depoprovera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe cramping with periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2015, the patient experienced migraine ("daily migraines"), alopecia ("my hair stopped falling out/ hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), adverse event ("the list goes on and on"), asthenia ("lost energy"), abdominal pain lower ("lower abdomen pain"), cardiac infection ("infection in or around my heart") and nail discolouration ("brown streaking nails") and was found to have weight increased ("weight issues"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and adverse event had not resolved, the anxiety, weight increased, migraine, alopecia and headache had resolved and the asthenia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, pelvic pain, fatigue, abdominal pain lower, cardiac infection and nail discolouration outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cardiac infection, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nail discolouration, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils seen protruding into the endometrial cavity from the right os. There were 7 coils seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter added. Event "infection in or around my heart" and "brown streaking nails" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains that double me over') and endometriosis ('endometriosis') in an adult female patient who had essure (batch no. Cs000e1, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "had a hard time inserting the coils". The patient's medical history included migraine, headache, depression, arthritis, hyperemesis, preterm labor, recurrent pregnancy loss, gastric disorder, yeast infection, candidiasis and adenomyosis. Previously administered products included for an unreported indication: implanon, cymbalta, lexapro and depoprovera. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depoprovera). On (B)(6) -2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe cramping with periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). In 2015, the patient experienced migraine ("daily migraines"), alopecia ("my hair stopped falling out/hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), anxiety ("anxiety"), adverse event ("the list goes on and on"), asthenia ("lost energy"), abdominal pain lower ("lower abdomen pain"), cardiac infection ("infection in or around my heart") and nail discolouration ("brown streaking nails") and was found to have weight increased ("weight issues"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and adverse event had not resolved, the endometriosis, asthenia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, pelvic pain, fatigue, abdominal pain lower, cardiac infection and nail discolouration outcome was unknown and the anxiety, weight increased, migraine, alopecia and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cardiac infection, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nail discolouration, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils seen protruding into the endometrial cavity from the right os. There were 7 coils seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event "endometriosis" added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 04-nov-2015 during monitoring of postings on FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-2339). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. She stated she had never had anxiety, weight issues, daily migraines, severe cramping with periods or sharp abdominal pains that doubled her over until she got essure implanted on (B)(6) 2015. She stated the list went on and on. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up received on 14-dec-2015: product technical complaint investigation and final assessment were updated without major changes. Ptc global number is (B)(4). Follow up information identified on 07-jan-2016 from social media (upgraded to incident): she stated that in less than 30 days after implantation she had severe side effects; 6 months later she became essure-free via hysterectomy and, at time of the post, she was 7 weeks post operation and she mysteriously gained all the energy back she lost after her implant, her hair stopped falling out, she was losing weight, and her anxiety went away. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp abdominal pains that double her over. She had a hysterectomy and essure coils were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure and the pain experienced and also considering the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Additional non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains that double me over') in an adult female patient who had essure (batch no. Cs000e1, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "had a hard time inserting the coils". The patient's medical history included migraine, headache, depression, arthritis, hyperemesis, preterm labor, recurrent pregnancy loss, gastric disorder, yeast infection, candidiasis and adenomyosis. Previously administered products included for an unreported indication: implanon, cymbalta, lexapro and depoprovera. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depoprovera). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe cramping with periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("daily migraines"), alopecia ("my hair stopped falling out/hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), adverse event ("the list goes on and on"), asthenia ("lost energy") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight issues"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and adverse event had not resolved, the anxiety, weight increased, migraine, alopecia and headache had resolved and the asthenia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, pelvic pain, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils seen protruding into the endometrial cavity from the right os. There were 7 coils seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Expiration date(s): 30nov2016-left, 28feb2017 - right. Lot number:c22915 manufacturing date:2014/02 expiration date:2017/02. Lot number:cs000e manufacturing date:2014/03 expiration date:2016/11. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 05-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pains that double me over') in a female patient who had essure (batch no. Cs000e1, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "had a hard time inserting the coils". The patient's medical history included migraine, headache, depression, arthritis, hyperemesis, preterm labor, recurrent pregnancy loss, gastric disorder, yeast infection, candidiasis and adenomyosis. Previously administered products included for an unreported indication: implanon, cymbalta, lexapro and depoprovera. Concomitant products included fluoxetine hydrochloride (prozac) and medroxyprogesterone acetate (depoprovera). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe cramping with periods/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("daily migraines"), alopecia ("my hair stopped falling out/hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), adverse event ("the list goes on and on"), asthenia ("lost energy") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight issues"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and adverse event had not resolved, the anxiety, weight increased, migraine and alopecia had resolved and the asthenia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, headache, dyspareunia, pelvic pain, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 5 coils seen protruding into the endometrial cavity from the right os. There were 7 coils seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Expiration date(s): (B)(6) 2016-left, (B)(6) 2017- right quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr received. Lot number were added.reporter information were added. Date of insertion and removal were updated.. Medical history, concomitant drug and historical drug were added. Event : abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, headaches, nickel allergy, dyspareunia (painful sexual intercourse), pain, fatigue, lower abdomen pain, had a hard time inserting the coils, did not undergo essure confirmation test were added. Event verbatim were updated as severe cramping with periods/dysmenorrhea (cramping), my hair stopped falling out/hair lossoutcome of the event migraines were updated incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs